Event description:
Reportedly, ble seems to be on but no more communication is available with home monitoring system. Last communication between the implant and the home monitor was on (B)(6) 2023. Last in-clinic follow-up was on (B)(6) 2023.

Manufacturer narrative:
Analysis of available data confirmed the reported issue. Due to a software bug, the combination of very specific conditions of ble activation status and telemetry head removal during the interrogation led to the interruption of both battery measurements and ble communication of this device. Based on available data the general function of the subjected device is not affected. Recommendations are provided to reactivate the battery measurement and the ble communication. A software fix is under assessment by microport crm.